Manufacturer narrative:
The customer found the cell rinse water was overflowing. After readjusting the water level, it was confirmed that the issue has been solved. The ultrasonic mixer (usm) was exchanged by the customer due to the defect alarm of usm. The investigation determined the customer's actions resolved the issue. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for 5-6 samples with the cobas 8000 c702 module. The reporter provided the following example of the questionable results: the initial result was 1.8 mmol/l. The repeated result was 2.3 mmol/l. It is not known if the questionable results were reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.